Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: adult deformity procedure: posterior arthrodesis levels implanted: t10-s1 implant date: (B)(6) 2016. It was reported that during the surgery the set screw peeled off while it was being inserted in the screw head. For this manouver, the persuador was used. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: corresponding mas associated with complaint not returned for analysis. Functional testing was unable to be performed with surrogate part from the same lot due to stock unavailability. Functional evaluation with sample product mas bone screws and break-off set screws confirmed burrs/debris during tightening and fully seated rod. The above observations are consistent with manufacturing issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.